Event description:
Patient in vt withstable blood pressure. Nursing staff unable to sync defibrillator. In sync mode, sync light would flash when patient went into nsr but as soon as patient when back into vt, the defibrillator would not discharge in a sync mode. The defibrillator would discharge in a defibrillate mode. Evaluation of the unit and patient status determined that the senivity of the defibrillator's sync circuity would not see the .5mv output from the patient. A different defib was used to cardiovert the patient multiple times with no serious patient outcome.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: design - inadequate, telemetry failure, other, defibrillator subassembly. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.